Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited foreign objects in the distal end and foreign objects in the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, h3, h6. The following fields were corrected: g2 & g3. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was oct 12, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; but was likely a result of insufficient reprocessing. However, a root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ¿cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual¿ describes the reprocessing procedures of cyf-vh. Reported phenomena might be prevented by following the descriptions. As to the handling methods of cyf-vh, ¿cysto-nephro videoscope cyf-vh cyf-vhr cyf-vha operation manual¿ describes the following. Physical damage might be prevented by following the descriptions. Do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result." Olympus will continue to monitor the field performance of this device.